Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found on save-to-disk (s2d) egms in the s2d file.

Event description:
It was reported that there was undersensing on the right ventricular (rv) lead. The lead remains in use. The patient is enrolled in the pan psr post-market clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.